Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule remained on the delivery system when removed from the patient. There was no harm to the patient. A repeat bravo procedure was performed. Intervention was not required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The bravo user has been performing this procedure for twelve years and is cps trained. A medela pump was used and lubricant was not used to facilitate to capsule placement. The last known patient status is that the patient is stable without problems. The patient and user did not experience any harm or injury due to the alleged device malfunction. No other known adverse events were reported.